Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
It was reported that during an acl reconstruction surgery upon passing the graft in the femur and pulling on the shortening strands, the graft lost tension after pulling distally on abs. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. The surgeon attempted to place an interference screw in the femur to secure the graft however it was unsuccessful. The surgeon shortened the device on the femur and the graft was secure. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.